Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was worn. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was worn. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The customer comment was confirmed. It was found during evaluation that the delrin was still in the battery housing but that the delrin ball had degraded. Based on similar complaints, possible causes include wear and tear or mechanical damage to the delrin ball.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.